Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on july 18, 2024, with lot number 1250213. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed, as fold flaw opening. As per the investigation procedure: crease wear abrasion nick was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side "rupture implant exchange". Device was explanted and replaced.

Event description:
Healthcare professional reported right-side "rupture implant exchange". Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/aug/2024.

Event description:
Healthcare professional reported right-side "rupture implant exchange". Device was explanted and replaced.